Event description:
It was reported that the patient was seen due to an alarm that was sounding every four hours. At follow up check, the left ventricular (lv) lead had high impedance and the right ventricular (rv) and superior vena cava (svc) coil impedance was also high. The leads were re-connected to the device and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 419678, implantable pacing lead, (B)(6) 2013; 694765, implantable tachy lead, (B)(6) 2013; 5076-52, implantable pacing lead, (B)(6) 2013. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).